Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the clinic with an inability to inflate the device. The physician attempted manual inflation, but it was unsuccessful. A revision surgery was performed to investigate the pump issue. During surgery, it was noticed fluid loss from the device. All components were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. D4. Concomitant product UDI for reservoir is (B)(4).